Event description:
During implant, while using a medtronic catheter passer, the patient experienced bleeding when a superficial anterior jugular vein was breached. Physician applied direct pressure, secured the vein, and stabilized the patient. This resolved the issue.